Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempted implant, the stylet could not be inserted through the lead. The lead was replaced. Patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.